Manufacturer narrative:
The device was received fully deployed. The download data shows the device completed 47 first prime pulses and was deactivated at 57 pulses. During investigation the needle mechanism was reset to the non-deployed state and then manually deployed. No damages or defects that would prevent the needle mechanism from deploying as intended were observed. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. A root cause for the reported needle deploying late could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The needle then deployed late after the pod was removed.

Manufacturer narrative:
H3 device returned and evaluated. Added to yes, yes.